Manufacturer narrative:
The field real time logs were reviewed and confirmed an impella stopped alarm (alarm 119) at 10:13am on(B)(6) 2021. Further review of the logs revealed that impella 5.0 resumed normal operation at 10:16am. The root cause of the pump stop was determined to be the disconnection of the white cable from the red pump handle during the removal of a balloon pump. No product was provided for evaluation. Note: the automated impella controller with serial number (B)(6) associated with this impella pump complaint was reported with manufacturing report number 1220648-2024-22320. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported that after successfully placing the impella 5.0 via the patient¿s right axillary artery, the physician was removing a balloon pump and the white impella cable became disconnected from the red pump handle. This disconnection was not immediately apparent to the staff. No alarm sounded from the aic and the display showed flat placement and motor signals as well as ¿pump stopped ¿ alarm condition resolved¿. Abiomed staff discovered the disconnection from the pump handle and resolved the pump stoppage within 2-3 minutes. There was no harm or injury and the support proceeded on the pump. The case outcome was the patient was successfully weaned and the impella explanted.